Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer's report of "late (B)(6) in the morning." All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced symptoms described as sweating, paleness, and a loss of consciousness. It was indicated that the customer was able to self-treat by drinking coke (soda). No contact with a healthcare professional or third-party intervention was reported. There was no report of death or permanent impairment associated with this event.